Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient who recently had vns implant surgery had high impedance. X-rays were performed and provided to the manufacturer for analysis. The lead pin did not appear to be fully inserted into the generator connector block. The physician was informed of the potential impact on efficacy that the high impedance could have, but he decided to leave the generator on. No surgical intervention has occurred to date.

Event description:
The patient had surgery on (B)(6) 2016 due to high impedance. It was determined that the cause of the high impedance was due to incomplete pin insertion. No further relevant information has been received to date.